Event description:
It was reported that the health care professional (hcp) questioned if this patients p wave was in refractory period on the presenting electrogram (egm). This patient has a report of atrial flutter (af). Technical services (ts) reviewed and noted a long retrograde conduction and discussed programming optimization. The post-ventricular atrial refractory period (pvarp) was shortened in which this patient immediately went into pacemaker mediated tachycardia (pmt). The pvarp settings were then left alone, af response was turned off and atrial ventricular delay (avd) shortened. It was thought that this patients intrinsic conduction was non existent or very long as this patient was still pacemaker dependent after programming. Ts noted what appeared to be functional loss of capture from pacing into the refractory period. The hcp noted this patient can perform a patient initiated interrogation in a few weeks and see how the patient is doing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.